Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the ampulla during a gastroscopy procedure performed on (B)(6)2023. During the procedure, the clip was attempted to be deployed; however, the clip got stuck on the mucosa and would not release from the catheter. The physician had to maneuver the handle open and close several times until the clip was released from the catheter. It was reported that the ampulla was oozing and was the cause of the bleeding. The next plan was to do embolization on the patient, which is why the clip was positioned near the ampulla to act as a guide. Additionally, the control wire broke however, it is still attached to the clip. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.